Event description:
Patient underwent revision surgery. Legal case: the patient is pursuing a product liability claim.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer mmc, cup, uncemented, 52 mm/44 mm, code j, item# 01.00634.052 lot 2522831, fitmore, hip stem, uncemented, a/2, taper 12/14, item# 01.00551.102, lot 2544920, metasul ldh, headadapter, m, 0, taper 12/14-18/20, item# 01.00185.146, lot 2535754. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Review of the provided medical records identified the following: a patient has had severe pain and problems due to arthritis underwent a left total hip replacement. The consultation report describes that the patient twisted their leg, which was not a dislocation but caused the patient pain and discomfort. Physical examination performed, appears normal and the radiographical findings state that the acetabular and femoral components appear stable. The consultation report, states that the patient has had a popping sensation with certain manoeuvre of flexion abduction and external rotation. Otherwise, no significant problems are mentioned. The patient could be having some degree of instability due to impingement at the extremes of motion or iliopsoas tendonitis. Findings of the MRI examination state no bone marrow edema, no acute fracture or subluxation, no periprosthetic fracture, no MRI evidence of osteolysis. A periarticular fluid collection is identified posterior to the left hip arthroplasty. No muscular edema or atrophy. The visualized tendons are intact. In conclusion, left total hip arthroplasty with periarticular fluid collection, concerning for adverse tissue reaction. The clinical evaluation performed states that the lab test results together with the MRI scan results may indicate a metal reaction around the hip replacement parts, possibly at the head-stem connection. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2021-00687, 0009613350-2022-00604, 0009613350-2022-00605 and 0009613350-2022-00606.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The head and the adapter were returned for investigation. The articulating surface of the head shows scratches. The bevel of the head shows scratches and dents. The taper of the adapter shows signs of fretting on more than 30% of the surface and aggressive local corrosion attack with corrosion debris. The new available information does not change the outcome of the investigation as a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.